Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: a review of the site's system logs for the two possible procedures performed on the event date provided found no related system errors during either surgical procedure that would have likely caused or contributed to the reported complaint. The xi and x instruments and accessories user manual provides the following warning: "warning: the patient neutral pad must be properly affixed to the patient before the use of monopolar cautery, to prevent patient or operator injury."

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection procedure, two electrosurgical units (esus) were used to allow for dual operating and a significant reduction in operative time; however, the patient was burned. First, the robotic integrated electrosurgical unit (iesu) was used for the abdominal aspect of the procedure with a single electrode patient neutral pad. This type of pad was chosen specifically to circumvent feedback from the robotic iesu while using the second stand-alone esu. The pad was attached under the patient's left thigh and was placed after draping, when access was difficult. The staff placed medical tape on the pad to try to secure it. Second, the third-party stand-alone esu was used for the perineal portion of the procedure and a dual electrode patient neutral pad was attached to the left shoulder. During the abdominal part of the operation, the patient was in a low lithotomy position, then during the perineal part, the patient was in a raised lithotomy. "Two short bursts" of cautery were made with the robotic "monopolar diathermy instrument" for the completion of the specimen retrieval from the bottom end, the anterior and left lateral pelvic wall. This is able to be done even with dissection into the abdominal cavity from below by using an airseal machine to maintain pneumoperitoneum. During this cautery application, the staff was aware something was wrong immediately as there was an unusual smell. The cables were checked on all machines and no issues were found. On the second application of cautery, the pad under the left thigh was checked under the drape and it was at this time that the burn and lack of pad contact was noted. It is believed that after the legs were raised, the iesu's pad peeled away from the patient due to tension on the pad's cable. The operation continued using only the "top end diathermy machine." The burn was described as superficial, charred tissue with a speck of black and no bruising, but the degree of the burn was unable to be answered. The plastics team assessed the burn and advised the staff to dress it with mepilex dressing.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information, further system/instrument log investigation cannot be performed. The event investigation is in progress.